Manufacturer narrative:
Device evaluation of monitor has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The open r781 resistor is consistent with the patient receiving an external defibrillation while wearing the lifevest. There is no indication that the device malfunction contributed to the patient's passing.

Event description:
The monitor was returned for investigation into a non-reportable patient death and failed incoming functional testing.